Event description:
It was reported that a patient has possible premature end of life. Battery life was estimated to be 11-25%. Design history record was reviewed for the device which showed it has the potential to have been laser routed. All specification did pass prior to distribution into the field. Internal review of data provided showed that with the limited history , beginning of life impedance cannot be ruled out. However the device was slightly (~12mv) below the threshold needed to display 25%. Therefore at this time the root cause of the premature end of life cannot be determined. No additional or relevant information has been received to date.

Event description:
It was reported that the patient was referred for vns replacement surgery due to a near end of service, or neos, condition. No relevant surgery is known to have occurred to date.

Event description:
It was reported that the patient's vns was at an intensified follow-up indicator, or ifi, condition rather than the previously reported near end of service, or neos, condition.

Event description:
The patient underwent vns generator replacement surgery due to battery depletion. The explanted product has not been received by the manufacturer to date.

Event description:
The generator was received by the manufacturer. Generator product analysis was completed. An end of service message was observed in the product analysis, or pa, lab and found to be associated with pulse disablement of the generator due to the device remaining "on" post-explant. The combination of a high post-explant impedance value and post-explant output current required a vboost compliance voltage exceeding maximum compliance voltage capability. The vboost compliance voltage condition is not considered a device failure, but an expected event due to the device remaining programmed on post-explant. Resetting the pulsedisabled bit allowed for subsequent testing. The allegation of premature end of life (eol) was duplicated in the pa lab. With the generator case removed and the battery still attached to the printed circuit board assembly, or pcba, the battery voltage measured 2.099 v, indicating a near end of service, or neos, condition. Visual analysis identified contaminates on the trimmed edge of the pcba. The pcba was subjected to a postburn electrical test and failed several aspects. With the removal of the observed contaminates, the postburn test was re-performed and the results were as expected. The contamination suggested probably electrical paths were established between the copper edges on the trimmed edge of the pcba, contributing to the supply current conditions. The data dump was reviewed and at the time of the review, the battery voltage measured 1.949 v. The diagaccumconsumed value estimated 31.848% of the battery capacity used. The residual material on the pcba edge after the "test tab" removal manufacturing process results in increased out of specification current consumption for standby and pulsing modes and may have been the contributing factor for the allegations of premature eol.